Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. An internal/external inspection was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. The original piston foam was removed and inspection found that the piston foam was deteriorated. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the reported issue was due to the deteriorated piston foam. The device was sent for servicing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.